Event description:
The customer reported that during a routine check before initiating therapy on a pt, the unit was turned on and the display screen came on and then went blank. The pt was switched to another unit and therapy was initiated.